Manufacturer narrative:
Initially, one event was reported by the pt's attorney. However, review of the medical records revealed info regarding an add'l bard product. The info provided indicated that the pt was treated for recurrence, which is a known possible adverse reaction listed in the IFU. Additionally, neither of permasorb or the mesh was returned to be evaluated for the surgeon's comment regarding the tacks not attaching the mesh to the pt's abdominal wall. With the currently available info, no add'l conclusion(s) can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted. See MDR 1213643-2009-00430 for info related to the composix l/p mesh implanted on (B)(6) 2008.

Event description:
The initial attorney report alleged pain , adhesions, detached mesh, recurrent hernia, explant. The following is based on the medical records provided by the pt's attorney. On (B)(6) 2008 - patient underwent laparoscopic repair of an incisional hernia with composix l/p mesh. The mesh was tacked in place all the way around circumferentially using a permasorb fixation device. On (B)(6) 2008 - pt underwent excision of composix l/p mesh and repair of recurrent incisional hernia with composix e/x mesh. It was noted that the tacks did not appear to be attaching the mesh to the abdominal wall, allowing a slow recurrence of the hernia.